Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified high readings on the adc device compared to unspecified readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. As a result the customer reported feeling "really sick" and called emergency services where they were transported to the ER. Upon arrival, hcp meter readings of 60 mg/dl were taken and customer was given glucose tabs for treatment. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 140 mg/dl compared to readings of 60 mg/dl respectively obtained on an hcp meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.